Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead failed to achieve the desired parameters despite multiple attempts. The lead was not used and replaced during the procedure. Patient status was not reported.

Manufacturer narrative:
The reported event was ¿tissue got stuck during the implant unable to get desired parameters even after multiple try.¿ as received, a complete lead was returned in one piece with the helix extended and clogged with blood. X-ray examination of the lead found the inner coil was overtorqued with four broken/ separated at the connector region and compressed outer coil at the middle region consistent with procedural damage. Electrical testing did not find internal shorting between conductors however the resistance measurement of the inner coil was out of specification due broken four inner coil filars at the connector region cause by overtorquing consistent with procedural damage.